Manufacturer narrative:
Other relevant device(s) are: product ID 97 33686 software version: 2.1.0. Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cervical spine procedure. It was reported that during a cervical case with the surgeon, they felt inaccurate. They were using a cranial reference frame and took a spin before an incision was made. When using the stealth midas, the surgeon felt that he was 3 mm off in depth. The surgeon would be touching the surface of the pedical while the navigation system showed him 3 mm into the pedical. They do not believe that the reference frame moved. To complete the case, they took another spin. There was a delay of less than 1 hour. No patient impact was correlated with this event.

Manufacturer narrative:
H3: software analysis completed and it was determined that archives were corrupted and was not able to be analyzed. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.